Event description:
Here was a fire in their operating room after they heard popping and sparking sounds coming from the power outlet on the operating table in the hospital. The hospital suspects that the cause could have been liquid getting into the outlet. The failure occurred outside of the surgery. The distributor confirmed that the customer had used a beach chair to attach to the operating table. The beach chair was wet at the time, which may have allowed liquid to enter the electrical connectors of the operating table. In addition, the facility used an unauthorized power cord. The manufacturer discussed possible causes for the incident. The most likely scenario is that the entry of liquid, dust, and other contaminants into the electrical connectors of the operating table caused a short circuit. This, in turn, resulted in excessive current flow leading to ignition. The use of an unauthorized power cord could also have caused the short circuit. However, the exact cause of the incident remains undetermined as we have not been able to examine the actual product. The owner's manual states that caution should be taken when cleaning the table to prevent excessive fluid entry into electrical connectors, and that only authorized power cord should be used.

Manufacturer narrative:
Manufacturer report number ; 1000159388202300001.

Event description:
There was a fire in their operating room after they heard popping and sparking sounds coming from the power outlet on the operating table in the hospital. The hospital suspects that the cause could have been liquid getting into the outlet. The failure occurred outside of the surgery.